Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral bi-caval venous cannula and kit, it was reported that the customer could not thread onto the cannula making it unusable. An additional wire was tested on the device but it was still unusable. The device was replaced to complete the procedure. There was no adverse patient effect reported with this event. Medtronic received additional information that there was no damage observed to the cannula.

Manufacturer narrative:
Product analysis: visual inspection shows no outward signs of any damage. The guide-wire was not able to be inserted into the tip. The dilator ID was measured using a plug gauge to be 0.32 inches, the specification has the ID to be 0.039 to 0.044 inches. The guide-wire od was measured using a micrometer to be 0.037 inches, the specification has the od to be 0.038 +0.000 / - 0.002 inches. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.